Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the distal end of the main tube to have a 1.7 inch long section with material removed on one side of the tube. The damaged area is parallel to the tube axis and has a rough surface finish. Based on the location and appearance, the damage may have been caused by a cannula accessory. Add'l investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if add'l info is received. Additionally, engineering observed, that one grip is severely bent causing side to side misalignment of grips, resulting in a .150 inch offset at the tips. The bent grip has separation of the yaw pulley and conductor cap at the glue joint, indicating overloading at the tip. Electrical continuity passed. No other damage was found.

Event description:
It was reported that the shaft of the fenestrated bipolar maryland instrument is splintered. No add'l info was provided. No pt harm, adverse outcome or injury was reported.